Manufacturer narrative:
The returned device was evaluated and the download data from the returned device showed that an 0x3d alarm had been generated by the pod, indicating that the step sensor had been asserted before the wire was driven. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. The source meter, producing 3v, was attached to the pod to download the data. Inspection of the pod found evidence of corrosion on the pcb assembly and the mechanism rails. Fluid path testing found a tear in the unexposed portion of the soft cannula 0.2395 inches from the soft cannula nail head, resulting in an internal leak. This leak contributed to the corrosion and the low battery voltages and resulted in the generation of the 0x3d alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 296 mg/dl. In addition the patient received a pod hazard alarm during a bolus. The patient's blood glucose history are as follows: (B)(6).